Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal (B)(4).

Event description:
A health care professional reported that cassette passed the test, but vitrectomy probe did not cut during the surgery. The surgery was completed after replacing the pak. Patients have had no adverse effects.

Manufacturer narrative:
One opened probe was received with a tip protector, in a bag, for the evaluation. The returned sample was visually inspected and found to be non-conforming with the needle bent at the stiffener and the inner cutter in the port of the needle. The sample was then functionally tested for actuation and cut. The sample was non-conforming for actuation. The cut functionality was unable to be tested due to the actuation failure. The probe was disassembled, and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling, the adhesive bond fillet was conforming, and no adhesive was observed on the inner cutter. The inner cutter was observed to be severely bent. Gouge marks were observed along the entire length of the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe had an actuation failure. The cut functionality was unable to be tested due to the actuation failure, therefore the reported cut issue was unable to be confirmed. The most likely cause for the actuation failure, as well as the detached inner cutter, is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported cut failure could not be confirmed and an exact root cause for the bent needle and bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that cassette passed the test, but vitrectomy probe did not cut during the surgery. The surgery was completed after replacing the pak. Patients have had no adverse effects. The surgery was delayed by 30min.